Event description:
An auto sonix shear instrument broke during a partial nephrectomy case. The small end tip of the device broke off, approximately 1/4 inches long during the procedure. Despite efforts from the providers, the piece was not located.